Event description:
Additional info received from hcp that the issue of 'device was turning off' resolved and it was not related to ins charging.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient has been having trouble with the recharger for a couple of months. The last couple of times they went in to see their neurologist her stimulator was turned off and trouble charging the ins. They don't know what is going on. The neurologist said they had heard some patients tell him their device was turning off too. Patient talked to her representative about a month and a half to two months ago and they told her to call and get a new charging system. An email was sent to the repair department to replace the device.